Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.